Manufacturer narrative:
Device evaluation summary: according to the information reported, the patient experienced a rupture in the breast implant. During evaluation of the device, it was observed to be ruptured. Microscopic examination of the edges of the rupture was performed and it did not provide conclusive evidence of what could be the root cause. No additional anomalies were discovered. Causes of rupture of gel-filled implants include but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal and daily routines. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Reason for device explant and/or reoperation: rupture of breast prosthesis. Concomitant products: mentor memorygel breast implant 350cc gel breast prosthesis, catalog # 3503504bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 350cc gel breast prosthesis that ruptured after implantation. Rupture of the right breast prosthesis was diagnosed by a healthcare professional. As a result, the patient underwent bilateral explantation and replacement with a mentor memorygel breast implant 300cc gel breast prosthesis and a mentor memorygel breast implant 275cc gel breast prosthesis on (B)(6) 2019.